Manufacturer narrative:
On an unreported date, the patient was recovered from the peritonitis event (recovery status stated as not reported on initial). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the event was reported as ¿(B)(6) and (B)(6)¿ (not further specified). It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal amoxicillin and clarithromycin (no further details). Dianeal therapy was ongoing. At the time of this report the patient outcome was not reported. No additional information is available.